Manufacturer narrative:
Please note, evaluation codes were updated on 05 july 2018; specifically, ¿device code 1059 (bent)¿ which is now inactivated. ¿device code 2981 (material twisted)¿ has been used as a replacement for the inactivated ¿device code 1059 (bent)¿ and reflected as part of this q4 2018 alternative summary report submission. Not all devices were received for evaluation. In these cases, we were unable to confirm the reported needle mechanism failure through failure analysis investigation.all devices received underwent failure analysis investigation. The results of these investigations are represented, below, according to reported device, results, and conclusions code combinations and frequency of each:3088 (needle) - 1158 (failure to deploy) 3221 (no results available since no evaluation performed) - 11 (conclusion not yet available): 501 3233 (results pending completion of evaluation) - 11 (conclusion not yet available): 1 102 (incompatible component/ accessory) - 23 (manufacturing deficiency): 4 102 (incompatible component/ accessory) - 4315 (cause not established): 6 114 (operational problem) - 23 (manufacturing deficiency): 2 121 (short circuit) - 135 (degradation problem) - 12 (design deficiency): 1 121 (short circuit) - 12 (design deficiency): 3 135 (degradation problem) - 3227 (power source problem) - 135 (degradation problem): 1 135 (degradation problem) - 4315 (cause not established): 4 135 (degradation problem) - 67 (no problem detected): 5 213 (no failure detected) - 135 (degradation problem) - 67 (no problem detected): 1 213 (no failure detected) - 67 (no problem detected): 55 3242 (stiffness problem) - 3227 (power source problem) -23 (manufacturing deficiency): 1 3242 (stiffness problem) - 12 (design deficiency): 4 706 (assembly problem) - 3242 (stiffness problem) - 23 (manufacturing deficiency): 5 706 (assembly problem) -23 (manufacturing deficiency): 7 3227 (power source problem) - 12 (design deficiency): 1 total: 6023088 (needle) - 1158 (failure to deploy) - 1354 (leak / splash) 135 (degradation problem) - 4315 (cause not established): 1 3221 (no results available since no evaluation performed) - 11 (conclusion not yet available): 1 total: 23088 (needle) - 1158 (failure to deploy) - 2981 (material twisted) 3221 (no results available since no evaluation performed) - 11 (conclusion not yet available): 2 total: 23088 (needle) - 1536 (retraction problem) 3221 (no results available since no evaluation performed) - 11 (conclusion not yet available): 51 102 (incompatible component/ accessory) - 4315 (cause not established): 3 213 (no failure detected) - 67 (no problem detected): 3 706 (assembly problem) - 23 (manufacturing deficiency): 1 total: 583088 (needle) - 2906 (activation, positioning or separation problem) 3221 (no results available since no evaluation performed) - 11 (conclusion not yet available): 591 3233 (results pending completion of evaluation) - 11 (conclusion not yet available): 3 102 (incompatible component/ accessory) - 4315 (cause not established): 5 114 (operational problem) - 23 (manufacturing deficiency): 1 121 (short circuit) - 12 (design deficiency): 1 135 (degradation problem) - 67 (no problem detected): 2 170 (manufacturing process problem) - 23 (manufacturing deficiency): 1 213 (no failure detected) - 135 (degradation problem) - 67 (no problem detected) 1 213 (no failure detected) - 67 (no problem detected): 106 706 (assembly problem) - 3242 (stiffness problem) - 23 (manufacturing deficiency): 1 706 (assembly problem) - 23 (manufacturing deficiency): 1 3227 (power source problem) - 12 (design deficiency): 1 total: 7143088 (needle) - 2906 (activation, positioning or separation problem) - 1354 (leak / splash) 213 (no failure detected) - 67 (no problem detected): 1 total: 13088 (needle) - 2906 (activation, positioning or separation problem) - 2981 (material twisted) 3221 (no results available since no evaluation performed) - 11 (conclusion not yet available): 10 total: 10exemption number: 2014031total number of events: 1389

Event description:
This report summarizes <noe>1459</noe> reported events. For each event, the pod¿s needle mechanism failed to deploy as intended, resulting in a needle mechanism failure. (Additional manufacturer narrative) for detailed breakdown of specific device codes compared to investigation findings. Of the 1459 total reported events, 1389 are from quarter 4 of 2018. The remaining 70 reports contain supplemental and/or corrected alternative summary report (asr) data from prior asr submissions. Please see the following table which provides further detail for the reported symptom of needle mechanism failure: (B)(6).